Manufacturer narrative:
Additional information: b5-the reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6 of -11.50 diopter into the patients left eye (os) on 16-jan-2019. Low vault was observed with glare/haloes. The lens was exchanged on 12-dec-2019 for a different model and longer length lens. The exchange did not resolved the problem. Post-op information provided."patient still has halo." Reference MFR# 2023826-2020-00697 for replacement lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicm5_12.6, -11.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019 and low vault was observed. Patients current ucva was reported to be 20/20, patient is doing good. Lens remains implanted. Lens exchange is planned for january 2020. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6-device code:3001 glare/haloes claim# (B)(4).

Manufacturer narrative:
Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage. The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6 of -11.50 diopter into the patients left eye (os) on (B)(6) 2019. Low vault was observed with glare/haloes. The lens was exchanged on (B)(6) 2019 for a different model and longer length lens. The exchange resolved the problem. Explant date: (B)(6) 2019 patient code 3191: secondary surgical intervention; lens exchange. Patient code 2227: halos, patient code 2140: glare. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual observation found no visible damage to lens. Claim# (B)(4).